Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. In addition, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed that field g 1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred and air flowed back into the valve. It was reported that the dilator on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium snapped. The reporter stated that the hub was not snapped into place properly, which lead to the air leaking back into the valve on the handle. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was replaced, and the issue resolved. The procedure continued. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the vizigo sheath tip was cut off. The customer did not report any issues related to a broken/cut off tip, however, bwi has assessed this finding to be an MDR reportable malfunction. The hemostatic valve was was found in normal conditions, it was placed in its position. A functional test was performed: a sample catheter was introduced into the sheath and no anomalies were observed during the test. Also, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. The test was repeated with positive pressure and no air leak or bubbles were detected. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. There are some precautions on inserting the dilator into the vizigo sheath according to the odp (optimal performance guide): ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event reported by the customer could not be confirmed as the device passed functional test as no air leak or bubbles were detected and the hemostatic valve was found in normal conditions and in it¿s proper position. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The root cause of the tip cut off cannot be determined, it could be related to the handling of the device, however, this cannot be conclusively determined. The unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process to avoid this type of damage from leaving the facility. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the hemostatic valve separation occurred and air flowed back into the valve. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the broken/cut tip. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred and air flowed back into the valve. It was reported that the dilator on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium snapped. The reporter stated that the hub was not snapped into place properly, which lead to the air leaking back into the valve on the handle. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was replaced, and the issue resolved. The procedure continued. The reporter didn¿t visually see the part that broke, but the physician stated that the valve was ¿broken¿ and air was getting in. It did not break into two or more pieces and it did not become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was being used on the patient. Air did not enter the patient¿s body and the issue did not require percutaneous or surgical removal. Blood was not observed.